Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. The stent was detached from the sds and not returned for analysis. The max stent profile was reviewed and found to be within specification. The balloon body was reviewed and no issues were noted. The balloon wings were relaxed and out of their original folded position. There was evidence of hardened inflation medium in the balloon body. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending (lad) artery. A 2.50x16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patient's body, the mounted stent was checked visually, however, it was noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. The stent was detached from the sds and not returned for analysis. The manufacturing crimp data for this device was reviewed and no issues were highlighted; the maximum stent profile was found to be within specification. The balloon body was reviewed and no issues were noted. The balloon wings were relaxed and out of their original folded position. There was evidence of hardened inflation medium in the balloon body. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending (lad) artery. A 2.50x16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patient's body, the mounted stent was checked visually, however, it was noticed that the stent was lifted. The procedure was completed with a different device. No patient complications were reported.